Event description:
It was reported that the customer had high blood sugar levels and was trying to change her set. Customer received a no delivery alarm. Customer's blood glucose level was 286 mg/dl. Customer took 4 more units. Customer manually pushed the plunger very slowly and the insulin did not exit the tubing. Customer ran a manual prime and the pump did not alarm no delivery. Customer was advised that changing the reservoir resolved the issue. Customer changed the set completely and there were no further issues with the set at the time. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-71890.